Manufacturer narrative:
Reporter last name: (B)(6). Reporting institution name and address: (B)(6).

Event description:
This report is based on information provided by philips authorized service provider (asp) and has been investigated by the philips complaint handling team. Philips received a complaint on the mrx device indicating that there is no pacing function.